Event description:
Event description guidant received information that this right ventricular lead triggered the device safety switch feature due to high impedance measurements in unipolar configuration. Loss of capture and noise were also noted on the ventricular electrogram which caused the storage of ventricular tachycardia episodes. No adverse patient effects or symptoms were reported.